Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies. The right ventricular (rv) lead was noted with t-wave oversensing. The lead was capped and was replaced. No patient complications have been reported as a result of this event.